Event description:
The customer reported an issue where insulin did not dispense when using the bd pen needle u/f pro 4mm 32g (0.23mm) 10¿s (r), which was purchased on 1/9. She mentioned that she tested the insulin pen with a 5mm needle, and the medication dispensed correctly. We then tested the pen with a 4mm needle from a different brand, and the medication also dispensed without any issues, indicating that the insulin pen itself is functioning properly. This suggests that the problem is specific to the bd 4mm needle.

Manufacturer narrative:
Corrections made to section h6 (type of investigation, investigation findings, & investigation conclusions). Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.